Manufacturer narrative:
Tech found the left foot brake caster not holding. Tech adjusted the caster to resolve the issue. No reported injury.

Event description:
Technician found a vacant bed in 3rd flr. Hallway, with a note "bad brake".